Event description:
The subject device was used during a laparoscopic procedure. At the end of the procedure, several unknown error messages were displayed, but the user continued to use the device. After that, an unknown error messages was displayed and the probe of the device was broken. The probe tip fell off outside the patient. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.